Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump failed occlusion test due to pump error 41 alarm. The motor was switched out with a test motor and also alarmed error 41 isolating it to the stack. Moisture damage was found on the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 160 mg/dl. The customer was assisted with troubleshooting and was not able to rewind the insulin pump. The device will be returned for analysis.